Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the ins was removed on monday because there was a problem with charging and the patient was better without it. The consumer stated that it was not functioning the way it should have to help the patient. The patient stated ¿it didn¿t work right, was very uncomfortable, and there was a problem with charging¿. No further complications were reported/expected.